Event description:
It was reported the helix did not retract with rotation tool. On fluoro, lead appeared to be retracted, but wasn't. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis suspended/product misfiled.